Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was to be implanted in a malignant common bile duct stricture during a biliary stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was partially deployed when the physician visualized on fluoroscopy that a stent wire had detached from the stent. The stent was removed partially deployed on the delivery system and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.